Event description:
The customer reported that during a laparoscopic liver biopsy, the pencil was laying on the patient. The surgeon accidentally pushed the footpedal which activated the pencil on the field. The patient received a minor burn. The burn was stitched up during the procedure.

Manufacturer narrative:
(B)(4). The incident pencil has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.